Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v670473, implanted: 2011-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 7482a51, serial# (B)(4), implanted: 2008-04-(B)(6), product type extension, product ID 3387s-40, lot# v088235, product type lead, product ID 3387s-40, lot# v670473, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s healthcare professional had done a revision in the spring of the year prior to the date of this report. The revision was of the right side stimulator and they had ¿changed the wire and the box.¿ additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v670473, implanted: (B)(6) 2011, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3387s-40, lot# v088235, product type: lead. Product ID 3387s-40, lot# v670473, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported the revision was done because the patient was receiving the amount of benefit when they had the first side done. It was noted no diagnostics were performed and no malfunctions were noted.